Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 23 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 23 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 23 devices: scrapped by stryker. Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 23 events for the failure: overheating of device. 19 events had problem identified during non-clinical procedure; there was no patient involvement. 3 events had no health consequences or impact. 1 event had insufficient information.